Manufacturer narrative:
On 09/11/2018, mentor received additional information about the event: both left and right breast prostheses deflated. This medwatch report is for the left breast prosthesis. The deflation for the right breast prosthesis will be reported in a separate medwatch report. The patient has a history of recurrent left breast capsular contracture and recently presented with it in her left breast. The baker grade is unknown for the capsular contracture. Capsular contracture patient code has been added. The patient developed bilateral ptosis. Ptosis patient code has been added. The ptosis in the right breast will be reported in a separate medwatch report. Patient¿s explanted devices were replaced with mentor saline breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09/14/2018, the mentor failure analysis lab received the device for evaluation. On 09/30/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately 0.2 cm within a crease on the anterior aspect and extended to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Pe concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 330cc saline breast prosthesis, catalog #3503330, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round high profile 330cc saline breast prosthesis that deflated after implantation. The patient noticed that her left side was becoming flat. The deflation was confirmed by a doctor¿s exam. As a result, the patient will undergo explantation on (B)(6) 2018.